Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when the patient tried to use the patient programmer (pp), pushed the button over implant and nothing happened, when the patient tried the sync button the screen went back to the manufacturer screen. Patient reported she kept on trying it over again. Replacement of batteries was reviewed and when patient replaced the batteries, the issue of going back to the manufacturer screen was resolved. Basic functionality of the pp was reviewed, that the button needed to be pressed after placing over ins site and when patient did, patient was able to connect and increase. It was explained to the patient that buttons are pressed after antenna was over implant in order to communicate with implant. Patient reported catching more. Patient reported intermittent sharp pain at the ins site. Patient reported that she leaned against the pillow. Patient also mentioned she had spoken to the healthcare professional (hcp) but patient had not received any directions. No further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cathing issue had not been resolved. The patient reported that they have been having to cath 3 times a day. The patient stated ¿the machine makes cathing easier-but not any better¿. Patient weight was updated. No further symptoms or complications reported or anticipated.

Manufacturer narrative:
Corrected to adverse event. If information is provided in the future, a supplemental report will be issued.